Event description:
It was reported that the customer had a no delivery alarm on her insulin pump at the time of manual prime. Her blood glucose was unknown at the time of reporting. The problem appeared to be resolved by removing and reconnecting the tubing. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.